Manufacturer narrative:
Fse inspected the ise and replaced the ise ref valve. As incidental troubleshooting, fse realigned the j nozzles. J-nozzles are susceptible to operator induced issues when the mixing unit is removed for bi-weekly maintenance. Following system priming, recalibration was performed with acceptable recovery. Qc was performed by the customer with acceptable recovery. Patient correlation testing was also performed with matching recovery. System was validated to meeting performance specifications. The manufacturer's reference # for this event is (B)(4).

Event description:
Customer requested service due to erratic ise customer noted bubbles in the ise reference line going to the ise block as well as bubbles inside the ise block. Customer reviewed patient sample results and noted erratic ise values or values that were not consistent with previous patient recovery. No erroneous results were reported out of the lab. No affect to patient treatment. Customer moved ise testing to their back up analyzer. Customer stated that qc recoveries had not shown this erratic recovery issue.